Manufacturer narrative:
The issue was identified internally during an inspection/review of software code and as such will be further evaluated through software code review. Although the issue is not associated with a specific architect instrument or s/n, a complaint was opened against an internal abbott instrument residing in the country service and support (css) laboratory in order to document potential on-market impact. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Abbott in-house code review found an issue concerning all architect i2000 and i2000sr analyzers. A specific error condition can cause the analyzers to transition to the running mode of operation without first priming. The potential thus exists to affect patient results and impact the function of the analyzer. To date, the issue is not known to have actually occurred on an instrument system and there has been no impact to patient management reported.